Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 04/20/2022, it was reported by a sales representative via sems that an ar-6485 synergy cw4 arthroscopy pump had an issue. The pressure was misread, and too much fluid was delivered. This was discovered during use with no impact to the patient. Additional information has been requested. On 04/26/2022, the sales representative provided the following information via email: this event occurred during a knee arthroscopy procedure, arthrex tubing was used with the pump, no extravasation occurred and the complaint pump was used to complete the procedure. The sales representative also stated that day over the phone that both tubing systems were discarded by the facility after the procedure.